Event description:
Doctor reported the screw fractured and both parts were removed from the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. One titanium hexed uniscrew, was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads. Drive feature showed signs of usage and the hexes were rounded out. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per form. The bone density was unknown. The reported device was located on an unknown tooth sites and the length of time used was unknown. Pictures or x-ray images were not provided. Device history record (DHR) review could not be completed as the subject lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review for the item number was conducted for the (uniht) dating 12 months back from the notification date. February post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (uniht). Based on the available information, device malfunction did occur and the reported event was confirmed.